Event description:
It was reported by the customer that the side rail was broken. Manufacturer investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.